Event description:
Information was received from hcp. It was reported that device does not spin and gets overheated. Event occurred pre-op. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.